Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an 18 ga. Introducer needle. Microscopic examination of the needle's hub revealed multiple cracks and that a piece was separated and missing. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Since the hub is a purchased component, further investigation has been initiated with the supplier.

Event description:
It was reported that during puncture of the vena jugularis, air was aspirated, not blood. As a result, the needle was removed and it was then that the needle hub was found to be broken. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4). This product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.